Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, no components were identified which would have likely caused or contributed to the reported failure. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the device was leaking an unknown substance. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.